Event description:
The catheter was inserted on (B)(6)2009 in the venae cephalica. On (B)(6)2009, while the nurse was changing the steri-strips, she observed the catheter was broken. The catheter was removed surgically.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and observed the same exhibited damaged jagged edges at the area of the break. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions - the engineer concluded that the sample received was confirmed for a jagged break below the nose of the barbed adapter/molded junction. Damaged jagged edges and cracked silicone molding were confirmed on both portions at the area of the break. (B)(4).